Event description:
It has been reported to philips that the system intermittently displayed a generator busy message, preventing imaging. The patient was moved to another system. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.